Event description:
Pt had a synchromed pump and catheter implanted in 1997 for intrathecal infusion of pain medication for non-malignant pain/joint pain/arthritis. In 2000, the hcp explanted the pump and catheter after an x-ray rotor study revealed the motor had stopped and a catheter contrast study showed the catheter was outside the intrathecal space. The pump and catheter were returned to the MFR for analysis. Another pump and catheter have not been implanted.